Event description:
A malfunction alarm was reported by the customer. There was no reported impact to the customer¿s blood glucose level. There is no additional information available regarding actions taken by the customer or technical support as the pump had not been received back for further examination, and the complaint was closed.